Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effects of hemorrhage and pain are listed in the electronic perclose proglide instructions for use as potential adverse events of use of the device. The investigation unable to determine the conclusive cause for the reported difficulty; however, the subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use, states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported IFU violation contributed to the reported difficulty.

Manufacturer narrative:
(B)(6) the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a web interventional procedure using a 7f sheath. Reportedly, no femoral angiogram or other imaging was taken to verify the puncture site during the procedure. Hemostasis was achieved with the proglide sutures after the interventional procedure; however, approximately 15 minutes after the closure procedure with the proglide in the right common femoral artery, the patient complained of pain in the groin. It was noticed that there was bleeding from the access site. Manual compression was applied for one hour after which the bleeding stopped. A follow-up duplex 1 scan was performed one day post procedure and showed no remaining problems. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.